Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. User facility information not provided.

Event description:
The customer alleges during insertion the swg (spring wire guide) was kinked. No report of patient injury/harm.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review performed on the guide wire, ars, and introducer needle did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges during insertion the swg (spring wire guide) was kinked. No report of patient injury/harm.